Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2012, patient underwent a spinal fusion surgery at l4-l5 in which rhbmp-2/acs was implanted with instrumentation. During the surgery, patient¿s blood vessels were cut which resulted in more pain and more numbness. On (B)(6) 2012, patient underwent a revision surgery at l4-l5 with instrumentation. Post-operatively, patient continues to have pain in her hips down to her toes, right thigh numbness with tingling. Patient has an implanted pain stimulator in her spine; however, this pain stimulator does not help with her lower back pain. Reportedly, patient had difficulty with intimacy, has difficulty being touched at the incision site, and could not perform household chores, and needs help with everyday tasks. Patient has an increased fear of cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.